Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the battery connector pins were loose and replaced them in both of the battery wells. Proper device operation was observed through functional and performance testing and then the device was returned to the customer for use.

Event description:
The customer reported that their device was powering itself off randomly. This was observed during testing and there was no patient use associated with the reported failure.